Event description:
It was reported that the pump exhibited no disposable alarm. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Manufacturer narrative:
Other, other text: h10: no product or photographic evidence were provided to aid in this investigation. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the manufacturing device history record for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customers reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected data: correction: d4: model number: 6500.